Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle of right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.